Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).

Event description:
Same case as MDR ID# 2134265-2014-05459. It was reported that stent migration occurred. Vascular access was obtained via the right and left femoral arteries. The 80-90% stenosed, eccentric shaped, de novo, 70-80mm in length target lesions were located in the non-tortuous, non-calcified, 10-12mm in diameter bilateral iliac veins. Following the insertion of a non-bsc guidewire, pre-dilatation was performed. Subsequently, two 14x90/9fr uni plus 75cm wallstent® endoprosthesis stents were selected for use, advanced and deployed to treat the target lesions by stent kissing technique. Upon post-dilation, the stents migrated from the distal iliac vein to the right iliac vein. The procedure was completed by implanting another two of the same stents overlapping to cover the lesion. No patient complications were reported and the patient's status was good and stable.